Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right atrial (ra) lead setscrew seal plug. Next, the pacemaker, pacing, and sensing functions of the device were verified to be operating normally. Laboratory analysis was unable to confirm the reported clinical observation. However, a hole in a seal plug covering a sensing connection could lead to noise seen by the device in the field.

Event description:
Boston scientific received information that this pacemaker was unable to be successfully implanted. Reportedly there was noise on the atrial channel at implant. No evidence of oversensing. This device was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.